Event description:
It was reported that the customer was taken to urgent care due to a high blood glucose of 333 mg/dl. It was stated that the customer experienced frequent urination, extreme thirst and muscle aches. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The caller reported that the insulin pump had cracks on the case. Advised the caller that a tubing clamp would be shipped. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.